Event description:
During a remote follow-up, noise due to suspected lead damage was observed on the right atrial (ra) lead. No intervention was performed. The patient was stable and will continue to be monitored.